Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025 the user's caregiver reported that the ilet device screen was cracked after it was dropped. The screen became nonfunctional, and the user discontinued use of the device pending replacement. No symptoms, medical intervention, or blood glucose impact were reported.